Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycaemia which required treatment to be administered by a third party. The patient¿s blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient was residing at an institution at the time of this event (the nature and name of the institution were not reported), the staff at the institution applied a pod at approximately midday, after the evening meal the patient¿s blood glucose levels were observed to rise significantly and multiple bolus doses were administered through the pod, however these were unsuccessful at bringing the patient¿s blood glucose levels down. The patient¿s parent was alerted to the patient¿s blood glucose levels going above a threshold (threshold not reported) and decided to drive to the institution to check on the patient. The patient was found by the parent and was vomiting and minimally responsive. The pod was observed to have fallen off the infusion site (abdomen), causing the cannula to be dislodged. The parent cleared the patient¿s airways, put the patient in the recovery position and administered insulin manually using a pen. The parent contacted (B)(6) emergency hotline via telephone who offered to send an ambulance for the patient, however after further discussion it was confirmed that the parent had taken the correct steps and no intervention from medical professionals was necessary.